Event description:
It was reported that there were concerns regarding the performance of this right ventricular (rv) lead. This rv lead exhibited loss of capture at 5v and 2.5v. Additionally, it was noted that all impedance trends were on a linear downward trend over the last 12 months and the right ventricular automatic threshold (rvat) test indicated inconsistent threshold results. Technical services (ts) recommended in-person evaluation to assess the leads. No adverse patient effects were reported. This rv lead remains in service.